Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
It was reported that watchdog alarm sounding devices had fluid ingress. Watchdog alarm on the new pcus-service personnel, they were found to have a lot of corrosion inside logic board- watchdog.